Event description:
It was reported that the patient¿s right ventricular lead exhibited oversensing, reviewed on stored egm. The patient was asymptomatic due to it. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.